Event description:
It was reported a patient's atrial lead presented with high capture thresholds due to dislodgement. The dislodgement was discovered through fluoroscopy. The lead was explanted and replaced in a procedure on (B)(6) 2022. Post-procedure the patient was discharged.